Event description:
The customer observes an increase in prism drain time errors when prism reaction tray lot 90359m500 was in use. The customer stated out of a run of 350 specimens, 25 drain time errors were generated, however, the customer was able to re-run samples and generate valid results. There was no impact to patient management.

Manufacturer narrative:
(B)(4), concomitant medical products: prism 6 channel analyzer, list # 6a36-04, serial # (B)(4). The cause of the prism error codes for the calibrators, controls or samples was due to an increase in drain time errors affecting several lots of prism reaction trays. A product correction letter was sent to abbott customers with instructions to discontinue use of the prism reaction trays when used in conjunction with the prism (B)(4) surface antigen assays. The customer letter also indicated the use of prism reaction trays was acceptable if not utilizing the (B)(4) surface antigen assays and to continue use of the affected reaction trays until a new lot of reaction trays arrived at the customer facility.